Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, both clips were able to grasp and lock onto tissue; however, the clips did not release from the catheter to deploy. Eventually, one clip released from the catheter but with difficulty and one was torn off the tissue. The procedure was completed with the third resolution 360 clip. There were no patient complications have been reported due to this event.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The same problem occurred with the second resolution 360 clip. The procedure was completed with the third resolution 360 clip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could unable to release off from the catheter.